Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4).the date of that submission was 7/22/2025. Device evaluation: used decontaminated tracheostomy components from the suspected device were returned for investigation without its original packaging. Customer is claiming a cuff leak. Under visual inspection a tear was noticed in the cuff. During the manufacturing process the devices are 100% inflation tested which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use (IFU). Because the cuff leak was observed during use it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with the IFU. No trend of confirmed complaints in relation to this issue was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during set-up, the cuff leaked and was resolved by replacing it with a new one. There was no patient involvement.